Manufacturer narrative:
Follow-up #1: date of submission 05/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/19/2017 with the following findings: during investigation, the bolus history indicates boluses performed by pump (p) and meter (m) only. No meter was returned with the pump. The pump was exercised for 24hrs; no un-programmed boluses were delivered or recorded in the pump history during this time. Manually performed a 10u normal bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. No hypersensitive or stuck keys were observed on keypad. The original complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that when the patient ¿goes to the mall and exits the stores with security machines, the pump gave a bolus; in addition, the patient¿s home computer tower also gave boluses.¿ customer support confirmed the boluses through the history during the call with the patient. The bolus history showed extra bolus records had been recorded. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.